Manufacturer narrative:
Block b3: exact date unknown, event occurred the week of 16oct2023. Additional suspect medical device components involved in the event: product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 30311903 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 30610350 product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial: (B)(6) batch: 558334 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: (B)(6) product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: (B)(6) product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6)batch: (B)(6).

Event description:
It was reported that the patient experienced erosion at the deep brain stimulation (dbs) lead extension site. The dbs lead extension wire had eroded through the skin during a follow up the week of on (B)(6) 2023 and was infected approximately late september, early october per the physicians assessment. It was noted cultures were not taken and is unknown how bacterial infection was confirmed. The patient underwent a procedure where the entire dbs system was removed. Physical analysis could not be performed in our laboratory, as the device was disposed by the facility. The patient was prescribed anti-biotics and did well post-operatively.